Event description:
Discordant advia centaur troponin ultra test results were obtained. A false positive and a negative test results were obtained on a pt sample. The pt sample was tested on a different instrument and the test result was negative. The final result was reported as negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse proactively replaced the acid pump, base pump, and wash manifold; and the probe alignment was checked. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.